Event description:
Additional information received reported that the cause of the event had nothing to do with the device. There were no abnormal impedance measurements. There was reprogramming on august 24th with electrodes +c ,-3,-2, pw210, rate 18. The patient did not require hospitalization. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3058 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type implantable neurostimulator product ID, 3093-33 lot# v768769 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3093-33 lot# v768769 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3037 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient "had a bladder infection and was hospitalized." The patient outcome was not provided. Additional in formation was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-08140.